Event description:
The stent did not cross the target lesion and was caught on the guide when it was pulled back. There was no pt injury. No additional info was given. The product will be returned. Addendum: proximal stent strut flaring.